Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise during a merlin.net transmission, insulation damage is suspected. No patient symptoms, no intervention had been reported.